Event description:
Revision surgery - the surgeon changed the patient's reverse to a hemi; due to the reverse failing.

Manufacturer narrative:
The reason for this revision surgery was to address a patient's shoulder instability caused by a reverse failure after 9 months in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. (B)(4). The root cause for the patient's instability was most likely the patients reverse failure as reported. There are no indications of a product or process issue affecting implant safety or effectiveness.